Event description:
The customer reported the generation of low results with g flag for multiple assays including, alb (albumin), tbc (total bilirubin), dbc (direct bilirubin), chol (cholesterol), trg (triglyceride) for one patient sample, on their dxc 700 au clinical chemistry analyzer. Patient samples were repeated with results considered normal. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as a defective sample probe. The fse replaced the sample probe to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).